Event description:
It was reported that this item was found to be broken during a routine efip inspection. There were no reported problems from any cases.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection of the device confirms the bottom knob ring is broken. This device was manufactured in 2018. This device shows signs of significant wear/usage. A review of complaint history on the listed part revealed no prior complaint for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.